Event description:
The pump was returned for investigation. Investigation revealed the display was dim and pink and battery compartment was cracked. This report is made based on results of investigation completed on 11/11/2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/11/2013 with the following findings: the text on the display screen was dim/faded, discolored and difficult to read. The battery compartment was cracked at the opening of battery chamber. Observed the bolus button has intermittent response to button presses and is hard to push. Removed button cover and found the internal plug contact is misaligned and contamination is present. (B)(6).